Event description:
Boston scientific received information that the patient with this latitude communicator was attempting to set up the communicator; however, there was no power to the power cord or to the communicator. The power cord was replaced and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the allegation against this power supply was confirmed. Analysis of the returned power brick revealed that the power brick did not exhibit the expected output voltage measurements and decreased in voltage over time. The power brick was connected to an external power source and, once again, measurements were not as expected. The power brick became hot while plugged into the external power source for a short period of time. Then the power brick became excessively hot to the touch, and the case melted during the voltage and temperature measurements. There was an audible ringing sound made by the power brick multiple times while plugged into the external power source. A burning smell and a thin line of smoke were also noted to be coming from the power brick during the time it became hot to the touch.